Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it was not detected on the bus and, technician had tried restarting pyxis and performing recovery, but the system did not allow recovery. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device not detected on bus. A field service engineer (fse) confirmed the issue with auxiliary drawer 5, which had been reporting a hardware failure and was not being detected on the bus. Fse reseated the communication cable between the drawer, and the control board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it was not detected on the bus and, technician had tried restarting pyxis and performing recovery, but the system did not allow recovery. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.